Manufacturer narrative:
Additional information was added to b5, h3, h4 and h6. B5: additional information was received stating that the issue was leakage between blue winged cap and luer adapter of the infusor, not rupture from the hospital (as initially reported). H4: device manufactured between november 11, 2020 to november 12, 2020. H10: the device evaluation was completed. One actual infusor was received with a small amount of fluid that was observed inside the bag which contained the unit. When the unit was removed from the bag, the cause of the leak fluid was found to be the untightened blue winged cap. A functional leak test was performed by filling the unit with green colored water. The blue wing cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was monitored until the next day and no signs of a leak were observed. Based on the findings, the device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The device was filled manually with unspecified medication using a syringe. There was no patient involvement. No additional information is available.